Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Concomitant product(s):- m2a magnum cup p/n us157852 l/n 395420; m2a magnum head p/n 157446 l/n 679390; m2a magnum taper adapter p/n 139258 l/n 460560. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2016-05204, 0001825034-2016-05205, 0001825034-2017-06247.

Event description:
It was reported patient underwent a revision procedure nine years post-implantation due pain, loosening and malposition of the left acetabular cuff, elevated cobalt and chromium levels and fluid collection on the hip. Additional information received in medical records confirms the patient's left hip was revised. Revision operative report indicated minimal burnishing of the trunnion and taper, gross loosening and vertical position of the acetabular cup, and fibrous debris about the acetabulum. The femoral head and acetabular cup were removed and replaced and a polyethylene liner was implanted. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed through review of medical records. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.